Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose readings were in the range of 300-400 mg/dl. The customer did not state how they treated for the high blood glucose. No harm requiring medical intervention was reported. The insulin pen will not be returned for analysis.